Event description:
When viewing CT scanned images, if the sharpen preset (window / level) is added, the orientation of the image on the horizontal axis changes, but the markers are not changed appropriately.